Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received shocks from their implantable cardioverter defibrillator (ICD) for possible atrial fibrillation (af) with rvr (rapid ventricular response). The ICD remains in use. No further patient complications have been reported as a result of this event.